Event description:
This MDR is related to MDR 3013840437-2021-00168 referring to the same patient. Follow-up information was received on 23-aug-2021: at the time of this report, nothing changed. The patient did not find anyone to give a clear answer, or what was the next step in the treatment. She was devastated. Due to the provided information, the outcome of the events infection and radiesse spread in her face was considered as not resolved, and was therefore changed from unknown. The outcome of the event nodules was left unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, infection (injection site infection), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to 3013840437-2021-00168 referring to the same patient. This consumer report was received from an (B)(6) consumer and concerns a female patient. She was injected with radiesse®, 9 months prior to this report, in 2020. The patient was injected by a certified physician. After the radiesse® injection, the patient experienced a bad reaction. As reported, there were no specialists there, for those kinds of complications, and the patient was looking for a physician with that kind of experience. The patient wanted to be treated. The outcome of the event was unknown. Follow-up information was received on 07-jul-2021: this case was upgraded to serious. The event bad reaction / complications was deleted. The events infection, nodules and radiesse spread in her face were added. It was confirmed that the patient was injected with 2 syringes of radiesse®, into the nasolabial folds, right above her left lip and a bit next to the nasolabial folds (lower cheek maybe, the area where usually there are dimples), on (B)(6) 2020. In 2020, after the radiesse® injection, the patient experienced that her face became puffy, swollen and asymmetrical because of the left lip area. In (B)(6) 2020, two weeks after the injection, she was given antibiotics and was injected above the lip with 5-fluorouracil (reported as 5fu) and hylase. The patient ended up in emergency care where they believed that she experienced an allergic reaction. The patient was treated for 5 days with steroids. The local reaction above the lip stopped, but the patients face kept changing and getting puffy. Five months after the injection, the patient found another physician, who was dealing with radiesse® complications. The physician said that she had an allergic reaction to radiesse®, for what she started taking azithromycin. In (B)(6) 2021, the physician entered the lip with a knife, to try to take out the nodules that were shown inside her left lip. According to the physician, it was supposed to be a procedure that was going to take 15 minutes, and it turned out to be an hour and a half of cutting and trying to take as many nodules as possible. The patient was given more steroids, 40mg for a week (as reported), to help fight the allergic reaction that the physician claimed she had. The patient then took a lower dose of steroids, until she took nothing. The patients face got bigger, and something felt off. In (B)(6) 2021, 2 weeks after, she ended up seeing a professor who said that she must stop the steroids and that she had an infection, and therefore an inflammation in her face. The patient had a face ultrasound that showed that radiesse® spread in her face, and 7 mm nodules inside her cheeks. Since then the patient took azithromycin only, 3 days straight and then a 4-day break (as reported). She took antibiotics for 3 and a half months and wanted to keep progressing with the removal of radiesse® out of her face. At the time of this report, the patient saw the professor. The outcome of the events infection and radiesse spread in her face was unknown. Due to the provided information, the outcome of the event nodules was considered as not resolved.